Event description:
Pt with subglandular inframammary gels in 1972 (unknown type/size/MFR - no records). These have been hard but are getting harder and more lumpy, especially the rt since a painful mammogram 2-3 yrs ago. Mammogram shows rt rupture. Pt c/o discomfort, no history of trauma. Rt is decreased in size with c/o breast ptosis. Main complaint is fatigue in recent years. Pt has some ha's, memory loss, choking sensation, weight gain and g/u changes. Pt is otherwise healthy.